Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4). Product family: scs-lead fixation upn: m365sc43180, model: sc-4318, batch: 24474886.

Event description:
It was reported that the patient experienced loss and inadequate stimulation due to lead migration. No device malfunction was suspected. The patient underwent a leads replacement procedure and was doing well postoperatively. The explanted devices were not returned.